Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had been explanted due blurry vision. There is no information about the replacement iol. Patient was fully recovered and doing well. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, the events incision enlargement (4625 - additional surgery) as that is part of explant procedure not require. Hence, the information from the initial MDR pertaining to the earlier mentioned codes (4625 - additional surgery) is no longer applicable. Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 25 jan 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens reveal that the lens was observed to be cut but not severed, which is consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issue was observed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.